Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by penumbra distributor on (B)(6) 2020: 1.section b. Box 5. Describe event or problem results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 26.5, 57.5 and 131.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. Conclusions: evaluation of the first returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, the embolization coil may begin to take shape within the hub and resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the offset coil winds. During the functional test, the smart coil was unable to advance at all within its introducer sheath due to resistance caused by the offset coil winds. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. During the functional test, the smart coil was unable to be advanced out of its introducer sheath due to resistance cause by the offset coil winds. The root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. Evaluation of the third returned smart coil confirmed that the embolization coil was detached from its pusher assembly and was stuck within the non-penumbra microcatheter. The embolization coil was unable to be removed from the non-penumbra microcatheter. The root cause of the detached embolization coil could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-02321. 2.3005168196-2021-00139.h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal artery using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil became stuck in the distal tip of its introducer sheath and would not advance any further. Therefore, it was removed. The physician then advanced a new smart coil through the microcatheter; however, the smart coil became stuck in the middle of the microcatheter. The smart coil was therefore, removed. While advancing another smart coil, the same issue occurred, and the coil became stuck in the middle of the microcatheter. The physician then decided to remove the smart coil; however, while retracting the smart coil, it unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed.the procedure was completed using a new smart coil and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02321.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal artery using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil became stuck in the distal tip of its introducer sheath and would not advance any further. Therefore, it was removed. The physician then advanced a new smart coil through the microcatheter; however, the smart coil became stuck in the middle of the microcatheter. The physician then decided to remove the smart coil. While retracting the smart coil, it unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed. The procedure was completed using a new smart coil and microcatheter. There was no report of an adverse effect to the patient.